Event description:
It was reported that during routine follow-up, this right ventricular (rv) lead was observed with an increased stimulation threshold and pacing impedance was lower than 200 ohms, which is low out of range. The physician decided to explant this lead. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was retained in the microbiology department at the healthcare facility.

Event description:
It was reported that during routine follow-up, this right ventricular (rv) lead was observed with an increased stimulation threshold and pacing impedance was lower than 200 ohms, which is low out of range. The physician decided to explant this lead. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was retained in the microbiology department at the healthcare facility.